Manufacturer narrative:
Device analysis report attached. This report is submitted on march 06, 2023.

Manufacturer narrative:
This report is submitted on january 27, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022, due to no benefit from the device. There are no plans to reimplant the patient with a new device as of the date of this report.